Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records was performed and found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor rohs had erroneous readings. After insertion on (B)(6), the reading were between 15 and 20mmhg; after 12 hours they were 30- 40mmhg and shortly thereafter 50mmhg. Because they couldn't continue to monitor the patient for the time frame they wanted to diagnose, the microsensor was removed. It continued to read in the 40's. No delays were reported. As reported by ous affiliate, no adverse consequences.